Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, at approximately 4:30pm, patient had experienced a hypoglycemic episode and lost consciousness. Patient's daughter attempted to move patient during his loss of consciousness which led to minor cuts on his legs. Patient's daughter called the paramedics. Upon arrival at approximately 5pm, the paramedics measured the patient's blood glucose at 24 mg/dl and administered IV glucose. Patient's daughter claims cgm was reading 78 mg/dl at time of incident. The patient was transported to the hospital and released soon after. During a follow-up call to patient's daughter on (B)(6) 2013, she explained that on (B)(6) 2013, patient's cgm had alerted him to a low prior to incident. She gave her father juice at that time. Soon after, the patient lost consciousness as described above. Dexcom requested receiver download for investigation. At the time of this report, no data had been received. At the time of her call to dexcom technical support, patient's daughter reported patient being in fine condition.